Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. It was determined that the device made an unusual noise, trigger was sticking, trigger components were worn, the power test failed, the electric motor and electronic control unit were damaged, and gear components were corroded. The assignable root cause was due to improper cleaning, sterilization and/or maintenance. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
Additional narrative:as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an open reduction internal fixation (orif) of the humerus surgical procedure, it was discovered that the battery reamer/drill device was functioning, but just making a strange noise. A spare device was not available, so the same device was used to complete the surgery successfully. It was not reported if there were any delays in surgery. There was patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.